Manufacturer narrative:
The products were explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were to be explanted due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.